Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to reprocessing that could not be conducted properly due to leakage from the cover [labeled as the "s-cover"] packing and insertion section. A further cause of the leakage could not be presumed. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus that the evis exera iii colonovideoscope channel at the plug was clogged and no water flow was possible. The event occurred during an unspecified procedure. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the air/water tube and air/water cylinder had foreign objects due to insufficient reprocessing.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of channel at the plug being clogged with no water flow was not confirmed. In addition to evaluation in b5, due to wear of scope cover packing, water tightness was lost. The flexibility adjustment ring had a scratch. The air/water cylinder had no color. The suction cylinder had no color. The scope cover had a scratch. The switch box had a scratch. Due to a pinhole on the connecting tube, water tightness was lost. Due to a crack on plastic distal end cover, insulation resistance value at distal end did not meet the standard value. The objective lens had a scratch. The adhesive on the bending section cover was detached. The universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.